Event description:
Ankle replacement removed for infection. Poly bearing very worn.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.